Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't respond, physically damaged) has been confirmed. Upon investigation the monitor case was cracked open, the defibrillator and computer/analog (c/a) boards were partially removed from the device, and multiple components on the defibrillator and c/a boards were physically damaged. The root cause for the damage was extreme physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor wasn't responding and that the monitor case was damaged.